Event description:
Upon removal of the catheter, the balloon was missing. The balloon could not be located or retrieved. The pt has been discharged with no known consequences. Examination of the catheter with a microscope shows that the catheter tip is intact. Only the balloon itself separated from the catheter sheath.